Event description:
It was reported to boston scientific corporation that an overstitch tissue helix was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the tissue helix became stuck in the patient's tissue and would not turn. The helix began retracting into the sheath and the catheter was manually turned at the biopsy port to release the helix. As a result, the patient had minor bleeding. The physician cinched the sutured area to treat the hematoma. The procedure was prolonged by approximately 20 minutes and completed with a new tissue helix. The patient has fully recovered.

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of helix failure to remove.